Event description:
It was reported that this pump had been stalling almost every day since (B)(6) 2013. These stalls had occurred sometimes twice daily and had skipped a couple of days as well. Thirteen stalls and motor stall recoveries were initially reported with no specified pattern. After further review, it was reported that these stalls seemed to start in the evening around 7 pm and often in the middle of the night while the patient slept. The patient denied magnetic interaction other than an electronic life on her stairs. This patient also had a pacemaker and this required her to use a magnet and call in about every three to six months over the phone for pacemaker checks. However, the magnet was kept in a downstairs office, out of this environment. This device system delivered hydromorphone. It was later reported that the patient had experienced "pain attacks." Reprogramming had not resolved the motor stalls. The health care provider was to schedule a dye study. Further, the dye study was performed on (B)(6) 2013 with normal results. However, the pump continued to have motor stalls; "pretty much three daily." Reportedly the stalls had recently started as the patient had two appointments in the past and described some pain episodes. The logs were checked then and were "fine." However, the patient had continued pain issues and when the logs were checked again on (B)(6) 2013 the motor stalls were then first discovered. Later still, it was suspected that the motor stalls were environment related. The patient was to be observed for 24 hours in the hospital, out of her normal environment to see if the issues were related to exposure in her home. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported there was a motor stall with recovery. The pump, catheter and pouch were explanted (B)(6) 1013. There was no patient injury. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n172781, implanted: (B)(6) 2008. Product type: accessory: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
Some of this event information had also been captured in regulatory report #3007566237-2013-02306.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.